Manufacturer narrative:
The device was returned to olympus and the customer allegations was confirmed. The failure was due to a faulty cable unit. Additionally, one external chain holder was found to be install into the cap unit. It was also noted that the cable had multiple cuts, heavy corrosion was found on coupler unit and minor corrosion was found on the metal part of the ccd unit, the coupler pin and screw were missing, the cap unit was deformed, and scratches were found on serial number plate. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer that during inspection/maintenance, they found that the camera head is not producing image and flickering occurs in the monitor, and the camera cable is in damaged condition. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable unit could not be determined. It is possible that the cable was broken due to the cuts. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.